Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d4, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a logon issue. The technical support specialist dialed into the station and checked the log with the nearest date but unable to find any trace with the user identification. Emailed the customer to confirm the timestamp of the issue happened to resolve.

Event description:
It was reported by the customer that a pyxis medstation es system prevented user from accessing the pyxis machine for patient care. The customer added that whenever the user log on to pyxis its showing unable to authenticate. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a logon issue. The technical support specialist dialed into the station and checked the log with the nearest date but unable to find any trace with the user identification. Emailed the customer to confirm the timestamp of the issue happened to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system prevented user from accessing the pyxis machine for patient care. The customer added that whenever the user log on to pyxis its showing unable to authenticate. There were no adverse events or injuries reported based on this event.